Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported via e-mail that upon removal an unspecified amount of tampons ripped apart leaving half of the pledget inside her vaginal cavity. She was unsure if pledget pieces remained inside. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.